Event description:
Patient procedure: laparotomy with right oophorectomy. Problem: ethicon tissue sealer g2 22cm super jaw was used, and caused burn on the patient's skin. The jaw is the only piece of the equipment that should get hot. However, the long handle became hot and burned the patient's skin on the abdomen. The company was notified and the malfunctioning handpiece and unit were removed from service for further evaluation.